Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that the alarm did not happened after replace a battery but recurred during normal use. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.